Event description:
Philips received a complaint by an authorized service provider (asp) on the v60 indicating that the screen was dark when the device was powered on prior to performing preventive maintenance (pm). There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. An authorized service provider (asp) was onsite to perform preventive maintenance (pm) on the device and discovered that the screen was dark when the device was powered on. After observing that the display was blank, the asp ultimately replaced liquid crystal display (lcd) assembly, nec lcd cable, user interface (ui) printed circuit board assembly (pcba), ui pcba to lcd cable, lcd tray, and m2x3 socket hd screw for repair. Once the asp installed the replacement parts and calibrated the screen, the asp verified that the issue was resolved and the device operated as designed as the display was no longer blank when the device turned on. The device passed all test and verification (t&v) testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.